Event description:
A report was rec'd that a pt was not feeling stimulation but was receiving shocking sensations periodically. A bsn sales rep discovered multiple high impedance contacts on the pt's lead. X rays were taken but did not show anything wrong with the lead. The physician recommended that the pt have the precision system explanted and be re-implanted with a competitor's brand.